Event description:
It was reported that the t:slim x2 pump battery would not charge, with the pump screen remaining dark and unable to be turned on. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.